Event description:
One pt sample with discrepant creatinine kinase mb results reported. Initial result 5.19 ng/ml, repeated twice giving 3.38 and 3.74 ng/ml (different analyzer, same methodology). Initial result was reported, the pt was not adversely affected. Field service representative was unable to determine root cause. Performance test performed which were within specification.